Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a 90% stenosed de novo lesion in the distal right coronary artery (drca) with mild calcification and mild tortuosity. Resistance was met during advancement of the 2.0x15mm nc trek neo balloon dilatation catheter (bdc) to the target lesion. The balloon was inflated to 6 atmospheres, but ruptured after 3 seconds. The bdc was removed without resistance and another same size nc trek neo was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.